Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose levels. The customer states they forgot to change the reservoir and their blood glucose levels dropped to 40mg/dl. The customer states they treated with glucose tablets and were able to rise to 270mg/dl. The customer could not troubleshoot at the time due to a staff meeting. The customer will call back at a later time to conduct the troubleshoot.